Event description:
The customer tested her blood glucose one morning and received a reading of 160 mg/dl using her breeze2 meter. Prior to testing, the customer had glucose bars and juice. The customer began to feel cold and clammy about 20 minutes after she tested. Paramedics were called and they tested the customer's blood glucose at 45 mg/dl using their meter. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. The customer was treated with IV glucose before being taken to the hosp. The customer did not provide any add'l info about the event. She was unable to troubleshoot as she did not have control solution. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.